Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for routine check. Multiple episodes of non-sustained right ventricular oversensing were noted. Noise was not reproducible. Externalized conductors were detected under fluoroscopy. Programming changes were made. The patient is stable.

Event description:
New information received: the lead was explanted. No further information available.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.7 cm was returned for analysis. External insulation abrasion was noted at 13.1 cm to 13.4 cm from connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
New information received indicates that episodes of noise were noted. Lead replacement should be considered. Further actions will be discussed with the physician.